Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider checked and found the compressor was no building pressure and the air supply loss alarm displayed, the compressor was opened, the water traps were very dirty, they were cleaned and the problem was resolved; both the compressor and ventilator worked properly.

Event description:
It was reported that during set up a ventilator compressor was inoperative, was the ventilators primary gas source and the ventilator generated an air supply loss alarm. There was no patient involvement.